Event description:
A user facility reported to olympus that the spare lamp was on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found the main lamp did not light due to power supply failure. In addition, a spare lamp error occurred during the evaluation due to a faulty converter unit. Additional evaluation findings are as follows: dust was found inside the unit; scratches were found on multiple components; minor deformation on the s-socket was noted; rust and corrosion on the rear panel and rear panel connectors was found; minor rust and scratches on the chassis was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the repair confirmed faulty converter, but the cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The problem, as reported to olympus, was identified during maintenance. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2, e3, g2 and h6.